Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was 112 mg/dl. Customer stated that they had problem after inserting new battery and self test was performed, showed missing segments on the black screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.